Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. Testing found that the reported issue could be replicated. It was noted that the reference frame was placed backwards in navigation then navigation views were blanked as the reference shifted. It was noted that the instrument would not appear in the camera view but could be tracked. Recentering will re-appear the anatomy temporarily. Re-centering would retain the anatomy if there were no instruments in the camera field of view.

Manufacturer narrative:
Additional information: part number and associated fields updated to proper value. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. UDI and manufacturing date not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to have no issues. A representative talked to the site and a personal who was in the room at the time stated that they were pretty sure the frame was on backwards. The representative noted that he believes this was also the issue, and when he navigated it showed on the patient rather than out in space.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that they registered the patient and everything looked good. When they went from non-sterile to sterile they were not able to see their anatomical views. Site was asked to navigate around the patient the opposite way to see if the reference frame was mistakenly put on backwards, but the site said the anatomy would not appear. Site was then asked to hit recenter and the screen would briefly show the anatomy, but then disappear again. Site explained that there were no other instruments in the field. They checked the camera details and they could only see the reference frame. By this time the site decided to abort use of navigation and continue the case. The issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
The software investigation found that if the reference frame put backwards in navigation then anatomy views can be blank as the reference shifts by 180 degrees. Further the instrument may not appear in camera view if it is at the boundary of the field of view (fov) but it can still track. The recenter button will show the anatomy momentarily but as the instrument is being tracked with respective to new reference, it will disappear after releasing the recenter button. The recenter functionality will retain the anatomy views if there is no actively tracked instruments in fov. The software was found to be working as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that they registered the patient and everything looked good. When they went from non-sterile to sterile they were not able to see their anatomical views. Site was asked to navigate around the patient the opposite way to see if the reference frame was mistakenly put on backwards, but the site said the anatomy would not appear. Site was then asked to hit recenter and the screen would briefly show the anatomy, but then disappear again. Site explained that there were no other instruments in the field. They checked the camera details and they could only see the reference frame. By this time the site decided to abort use of navigation and continue the case. The issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.